Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had motor error alarm and motor position encoder error alarm. The customer's blood glucose level was unknown. It was reported that the pump received an alarm. Customer reported that the drive support cap appears normal (slightly indented). Customer reported an error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional recommendation. The customer was advised that the pump needs to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents and motor position encoder error alarm due to motor error alarms.